Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m5632r. The analysis found that one pce60a device was received in good visual condition and with an ecr60d cartridge not loaded on the device; the reload was noted to be right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, it was found that the some deployed staples were unformed on the posterior wall of the stomach after the fourth firing. The cartridge was gold. Additional suture was performed by hand to complete the case. There were no adverse consequences to the patient.